Event description:
This system was returned without oos documentation from funeral home and cremator center. Per the funeral home director, this patient expired of arteriosclerotic heart disease. The exact date of death was not provided. Kentrox sl 65/16, MDR 1028232-2009-00347.